Manufacturer narrative:
H4: the lot was manufactured from april 21, 2020 - april 22, 2020. H10: four (4) actual samples were received for evaluation. Visual inspection was performed using the naked eye which revealed that the bladders were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified in all samples. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of four (4) small volume intermates ruptured. The bladder ruptures occurred upon filling during the compounding stage prior to patient use. The devices were filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.